Event description:
The patient had shoulder surgery. When the surgeon went to pull out the bioknotless anchor, the very tip of the metal inserter pulled out and the metal tip of the inserter "disappeared." The surgeon completed the repair but spent approximately 45 minutes looking for the metal inserter tip. X-ray's showed a small piece of metal, but it could not be found to be retrieved from the soft tissue and was left in the patient.